Event description:
Customer reported that in 2008, he was taken to the hospital by paramedics after he had experienced a loss of consciousness, which he believes was brought about by taking too much insulin, based upon readings he obtained from his precision xtra blood glucose meter. Customer was not able to provide the readings he used to determine how much insulin to take. Customer does not recall what treatment was rendered at the hospital nor does he remember if he was diagnosed with anything. There was no report of death or permanent injury associated with the event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A follow-up report will be submitted when the investigation is complete.